Manufacturer narrative:
No product was returned for evaluation nor were radiographic images provided to confirm the alleged event. No bone quality test results provided. At this time alleged event could not be confirmed. Insufficient information provided to determine the root cause. Labeling review: "...contraindications include but are not limited to: patients who are unwilling to restrict activities or follow medical advice, patients with inadequate bone stock or quality...". "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications...". "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) ¿ loss of fixation...".

Event description:
On (B)(6) 2018, patient with a fractured l1 underwent a posterior lumbar interbody fusion at l2/l3 levels with posterior fixation from t10-l3. A loose screw at l3 and a cage back out was identified post-operative. On (B)(6) 2018 a revision procedure was performed to replace the l3 level screw and the cage. Construct was also extended from t10 to s2 and a cross connector was added. No patient injury reported.